Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number or cartridge serial number were not provided.

Event description:
Customer reported receiving two false positive results with the cue covid-19 test for home and over the counter (otc) use. This case is to document one of the false positive results. See (B)(4) for alternate false positive result. On (B)(6) 2022, customer reported receiving a false positive result on an unspecified date using the cue covid-19 test for home and over the counter (otc) use (reader sn: (B)(4). Three repeat cue tests performed provided negative results. Customer also reports testing negative with a virus antibody test on an unspecified date.